Event description:
It was reported patient experienced loss of therapeutic effect and had too much leakage. It was reported that stimulation was turning off because at the last 2 doctor¿s visit patient had been told that her implantable neurostimulator (ins) had been off and patient had not thought she had turned it off. It was indicated that stimulation was off and on between doctor¿s visits when patient did not expect it to be off. It was indicated that it happened twice with the most recent being (B)(6) 2015. Additional information received on (B)(6) 2015indicated that the loss of effect was resolved by changing intensity and changing program number. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kqw6, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).